Event description:
It was reported that the patient was shocked "by a 110v wire" when he unplugged a clothing iron from a hotel wall outlet. The electrical shock from the appliance lasted for approximately 3 seconds and the patient suffered a burn on his hand. Subsequently, the pulse generator required more frequent recharging sessions and had shocked or jolted the patient daily and at various times. The battery would not hold a charge and there was a lack of therapy benefit. The patient had experienced symptoms of back and leg pain. The pulse generator was replaced. The field staff indicated there was no subsequent patient injury reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.